Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens, and broken battery compartment. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the dose button on the keypad was inoperable. The root cause was determined to be the keypad. The keypad was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pca button doesn't work. There was no patient involvement and no patient harm/adverse event reported.